Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a normal device change out, insulation damage was observed on the right ventricular lead. The lead was electrically normal. The physician elected to repair the rv lead by covering the insulation damage in an improvised sleeve. The non-dependent patient was asymptomatic and remained stable during and after the procedure.